Event description:
It was reported that during an unspecified spinal surgery while a tumor was being removed some soil came out of the first tube following the k-wire incision. The soil may have been leftover from a previous case. Immediately following this incident the rest of that tray was forfeited and a separate tray was opened. Afterwards, there were no problems with the surgery. No patient complications were associated with the event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.